Event description:
It was reported by service report that there was a worn/illegible warning label on outer right siderail. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn / illegible warning label on outer right siderail.